Event description:
In 2000, the surgeon was completing a spinal fusion procedure using the trifix spinal system. After implanting the construct (2 pedicle screws, a 5.5mm diameter rod, and 2 standard connectors), the surgeon was tightening the set-screws of the standard connectors (142-0111) when the head of one of the set-screws sheared off. The head of the set-screw on the standard connector was retained in the torque limiting handle and was removed from the delivery instrument without incident. The surgeon made the decision to leave the standard connector in place because he determined that the strength of the construct would not be compromised by the incident. There have been no adverse events and no impact to the pt as a result of this incident.

Event description:
When this incident was originally reported it was co's understanding that during the tightening of the trifix standard connector, that the set screw sheared off. During a coversation with the sales representative, it was discovered that the actual failure that occurred was the following. During the final tightening of the trifix pedicle screw assembly during a lumbar fusion case, the end of the hex head of the pedicle screw broke off. The surgeon left the screw in the pt. No adverse effects were seen in the pt as a result of the failure.

Event description:
When this incident was originally reported it was co's understanding that during the tightening of the trifix standard connector, that the set screw sheared off. During a coversation with the sales representative, it was discovered that the actual failure that occurred was the following. During the final tightening of the trifix pedicle screw assembly during a lumbar fusion case, the end of the hex head of the pedicle screw broke off. The surgeon left the screw in the pt. No adverse effects were seen in the pt as a result of the failure.